Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 7 months post implant the vad coordinator reported that the pt was admitted due to right heart failure. He was reportedly "resistant" to inotropes. Continuous veno-venous hemodialysis (cvvhd) was attempted for fluid removal. The vad coordinator stated that the pt expired due to the right heart failure. The pump will not be returned for eval.

Manufacturer narrative:
The pump will not be returned to the manufacturer for eval as the pump was not explanted from the pt. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.